Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device needed to be serviced. During servicing, it was found that the device had an "air leak." It is unk if the device was being used during surgery. It is unk if there were any patient or user injuries that occurred. There was no additional info provided.